Event description:
Pt underwent an orthopedic procedue in 1999. A wound drain was left in the depths of the wound at the knee joint. When the physician attempted to remove the drain, the drain broke about halfway down from the black spot on the tube where it was at the level of the skin. The next day the pt was returned to surgery and underwent arthroscopy for removal of the drain piece.